Event description:
It was reported that during percutaneous coronary intervention procedure, the gauge of an inflation device failed. The target lesion being treated was located in an unspecified coronary artery. An encore 26 inflation device was used and the dial on the gauge did not move. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).